Event description:
Related manufacturer reference number: 2017865-2023-25430. It was reported a patient's pacemaker presented with a hematoma. During the hematoma evacuation procedure on (B)(6) 2023, it was noted the right ventricular (rv) lead was dislodged, confirmed via fluoroscopy. The lead was repositioned within the same operation. Post-procedure the patient was stable.